Event description:
On aril 7, 2010, the facility's representative reported to baxter global technical services on colleague cxe volumetric infusion pump in which the stop button is inoperable. Occurred the reported condition occurred during biomed testing. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available. This device utilizes user interface module master software version 5.09.90 categorized as remediated.

Manufacturer narrative:
The condition of stop button is inoperable was confirmed and duplicated. The reported condition is due to a faulty phm (pump head module) keypad. The phm keypad was replaced to correct the reported condition. (B)(4).

Event description:
This is a report from baxter (B)(4) of a damaged chamber. The reported condition occurred before use. No patient injury or medical intervention occurred.

Manufacturer narrative:
Additional information:baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). (B)(4).